Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents as well as the returned device data. The manufacturing process of this ICD has been reviewed. The production documents did not show any abnormalities that could be related to the complaint. All manufacturing steps were carried out correctly. The returned device data was analyzed. The device status eri was confirmed. The battery voltage in relation to the charge drawn from the battery turned out to be not expected. Biotronik has informed the doctor of this analysis result, who will decide whether the device should be replaced based on the patient's individual circumstances and medical judgment. Should further relevant information or the device itself become available, this message will be updated and you will be informed accordingly.

Event description:
After an implantation of approx. 86 months, it was observed that the device shows the eri status.